Manufacturer narrative:
Prior to the technician's arrival, the facility contacted the technician over the phone. The user facility explained that the hand control had displayed "bad version" message on the screen. The technician advised user facility to order a replacement hand control. "Bad version" on the hand control's display screen indicates incompatibility between the hand control and surgical table. Based on discussion with user facility personnel and the description of the reported event, it is likely that user facility personnel had switched a hand control from another surgical table with the cmax surgical table and had not tested the compatibility of the table with the hand control prior to the reported event. While onsite, the technician was able to inspect the surgical table after the hand control had already been replaced. No repairs were required. The surgical table was operating according to specification however, the technician was informed that user facility personnel had discarded the hand control subject of the event. The root cause of the reported event can be most likely be attributed to user error as user facility personnel should have ensured that the hand control was compatible with the surgical table. A steris account manager will offer in-service training on the proper use and operation of the cmax surgical table specifically, ensuring the appropriate hand control is used. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their cmax surgical table would not move up or down when being commanded via hand control. No report of injury or procedure delay. The procedure was completed successfully.

Manufacturer narrative:
A steris account manager offered the facility in-service training on the proper use and operation of the cmax surgical table specifically, ensuring the appropriate hand control is used however, the user facility declined. No additional issues have been reported.